Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance issue could not be conclusively determined. (B)(4).

Event description:
During follow-up, five low impedance measurements of the left ventricle pacing lead were reported. No further intervention was performed, the patient will be monitored via merlin.net. The patient is stable.